Event description:
A customer reported a sensor error message while wearing the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hypoglycemia and lost consciousness. The customer was taken to a hospital where a glucose injection was administered for the diagnosis of hypoglycemia. Additionally, the customer was provided antibiotics for inflammation and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message while wearing the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hypoglycemia and lost consciousness. The customer was taken to a hospital where a glucose injection was administered for the diagnosis of hypoglycemia. Additionally, the customer was provided antibiotics for inflammation and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.